Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A device report from (B)(4) indicated a hospital on (B)(6) reported: patient is (B)(6) with lumbar arthrosis and a slipped disc at level l3 and l4. On (B)(6) 2013 a discectomy is performed and placing of ravios of 11 mm, matrix screw, bilateral rod and locking cap. Surgeon tried to disassemble the system to make distraction. In the process the vertebral body fractured. Surgeon removed the hardware and the procedure was completed without further problem. No further information is available. This is 3 of 3 reports for this event.

Event description:
This is 3 of 3 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the complained items have been forwarded to the responsible product development center for evaluation. The results indicate: the problem of difficulty in removing locking caps was identified and is covered by CAPA 156 and the surgical technique was adapted. In addition, depuy synthes introduced a new locking cap (09.632.099) with improved opening behavior after final tightening. To improve torque transmission and to reduce the risk of stripping the t25 interface of the locking cap, we recommend the use of the straight tip t25 screwdriver shaft for final tightening and for locking cap removal.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.